Event description:
A clinical director reported a case of stage one diffuse lamellar keratitis (dlk), observed on a patient's right eye at day four post lasik surgery. Patient was noted to have been treated with increased topical steroid eye drop therapy. Customer follow up indicated the issue was resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).